Manufacturer narrative:
Device evaluation: the actual product was not returned for investigation, therefore, it was not possible to confirm failure mode. A serial number review could not be performed as no serial number was available. Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. On (B)(6) 2018 during a follow-up call for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2017 due to cardiac arrest (details unknown). During an additional follow-up call on (B)(6) 2018, the pdrn stated the patient had discontinued pd therapy "3 days" (details unknown) prior to his death. The pdrn confirmed the patient was not connected to the liberty cycler at the time of the event, nor was their any pd fluid in the patient's peritoneum. The esrd death notification was unavailable during the call. There is no documentation, allegation or indication that any fresenius device(s) caused or contributed to the patient's death on (B)(6) 2017. Therefore, the completion of a clinical investigation (ci) is not warranted at this time. Should additional information become available regarding an adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a ci review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient passed away on (B)(6) 2017 at the hospital due to cardiac arrest. Upon follow up with the nurse, it was stated that the patient discontinued peritoneal dialysis 3 days prior to his death. The patient was not connected to the cycler at the time of death, nor did he have fluid in the peritoneum.